Event description:
I had natrelle allergan silicone filled smooth breast implants placed behind the muscle in 2009. Each year that followed the surgery, I have become sick with various symptoms and illnesses, unexplainable by doctors. The doctors I've seen give me a guess as to what they think the problem may be. I've gained excessive weight, have had chest and breast pain(the kind that stops you from what you are doing), heart palpitations(even when sitting still), difficulty breathing without heavy pain, rashes (some without itching or pain), hair loss, severe fatigue, joint and back pain, inflammation, brain fog, vertigo, ear ringing, depression and anxiety attacks. I have had EKG's, ultrasounds, mammograms, and blood work, all to come back "normal". Being this ill and unable to do daily tasks isn't "normal" for a 42 year old. The only thing left to do is to remove these implants, the objects that my body seems to be rejecting. FDA safety report ID # (B)(4).